Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a specimen cup with moisture. Visual inspection found optic torn. Dimensional inspection found the lens to be within specifications. Additional information: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.00/+1.50/047 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced a low vault. Reportedly "he will be implanting a larger icl." On (B)(6) 2023 the lens was explanted. A replacement lens was implanted and the problem was resolved. Reportedly "the exchange went well and all is within normal limits". The reporter indicated the cause of the event as other and the device did not fail to perform as intended. Cause details- "longer length needed". Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.0/1.5/047 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted. This resolved the problem. The cause of the event was reported as "other" and noted "longer length needed"; the device did not fail to perform as intended. It was additionally noted "explanted icl until longer length received".

Manufacturer narrative:
Type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).